Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the mitraclip remained attached to the posterior mitral valve leaflet, an analysis of the complaint device could not be performed. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued to the reported lot. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. With respect to the patient conditions, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda could not be determined. Although a conclusive cause for the reported slda and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as shortly after implantation, the clip (40819u2/07) detached from the anterior mitral leaflet and remained attached to the posterior. A second clip was implanted stabilizing the first clip and reducing the mitral regurgitation. It was reported that during a mitraclip procedure, the first mitraclip was able to be well positioned on the medial side of the a2p2 segment of the mitral valve. Insertion assessment was performed step by step and it was confirmed that the grasping of the clip to the leaflets was satisfactory; both leaflets were less mobile. As a second clip delivery system was advanced into the left ventricle, it was noted that the implanted clip detached from the anterior mitral leaflet while the posterior leaflet remained attached. Confirmation of the detached leaflet was made via the echocardiogram images. The second clip was then placed close to the first clip and was deployed. The functional mitral regurgitation grade was reduced from 4 to 2-3 and the mobility of the first clip was restricted. There was no adverse patient effect or a significant clinical impact due to the detachment of the anterior leaflet. No additional information was provided.